Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record (DHR): results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s) / device inspection results: the returned implant was visually inspected and verified to be a hahn tapered implant ø3.5 x 10 mm using the radiographic template. No defect or non-conformity was observed. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factorsto the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate. The implant was easily turned out while removing the cover screw at the time of uncovering. There was no harm caused to the patient. No patient's ethnicity and race was given. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Published studies show that failure to osseointegrate occurs in 2 to 10% of all cases and is considered an inherent risk in implant surgery. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate, and the implant was easily turned out while removing the cover screw at the time of uncovering. The patient reported of having bone type ii and no pre-existing conditions. No serious injury to the patient, and she was in satisfactory condition.